Event description:
Patient fell at home on (B)(6) 2012. The patient was implanted with the tfn on (B)(6) 2012. The patient had poor bone quality and the blade went through the femoral head. There was nothing mechanically wrong with the implant and nothing was broken. Explant date of tfn was (B)(6) 2012. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received.